Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant likely caused by poor pre-operative imaging possibly related to the patient's abnormal pelvic anatomy.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient has abnormal pelvic anatomy and a previous hip replacement. The patient reported pain upon walking following the procedure. The surgeon determined that the cranial positioned implant was impinging on the neuroforamen. Four days after the initial surgery, the surgeon performed a revision surgery where he removed the cranial implant. No other implants were adjusted or removed. The status of the patient following the revision surgery is not yet known.